Manufacturer narrative:
Additional information was received that the ipg was replaced because the patient wanted the new scs technology. No device malfunction was suspected. The patient was doing well post operatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.